Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported battery communications lost alarm. However, review of the device data logs confirmed the reported battery communications lost alarm and revealed error messages (sf180) related to a battery charger fault, a battery inoperable alarm and total power failure alarms. Based on all available evidence, the investigation determined that the reported complaint was due to an intermittent connection with the battery and main circuit board. The root cause is unable to be determined. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
During resmed evaluation, an astral device displayed a battery communications lost alarm. The device was not in patient use when the reported event occurred.